Event description:
It was reported that the t:slim x2 pump battery would not charge due to a power source alert. The customer's blood glucose level was not adversely impacted by this issue. To resolve the problem, the customer used the same tandem wall adapter and charging cable to successfully begin charging the pump again, and no further assistance was required.